Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 365560, lot# n337568, implanted: 2012 (B)(6), product type accessory. For use by user facility/importer (devices only). (B)(4).

Event description:
It was reported that a patient had his system removed due to infection at the pocket site. The patient's symptoms were drainage and incisional wound opening. The patient presented at the doctor's office on 9/10 with concerns of infection, but the physician did not see any signs and instructed patient to monitor. The pocket incision began draining on 9/11 and the physician was notified 9/20 and the device was explanted on 9/21. The patient was hospitalized overnight and given two doses of intravenous (IV) antibiotics. The results of pocket culture and follow-up lab work were pending. The device was not replaced and will not be returned because it was discarded. The patient had a history of (B)(6) infections. The patient's status was no injury and no adverse event at the time of this report.